Manufacturer narrative:
Based on the claim against the product by the customer noting vessel sealer extend instrument was having issues with the e-100 generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed that a nest node was left not enabled after a core replacement. Once enabled, the e-100 generator was properly functional. The system was tested and verified as ready for use. No parts were replaced. The complaint regarding issues with the e-100 generator was confirmed by field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted heller myotomy surgical procedure, the vessel sealer extend (vse) instrument was having issues with the e-100 generator. The e-100 generator had a white light instead of blue and would not fire. No errors were noted in logs. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised site white light was normal and means the instrument was properly connected. Site was continuing with case with vse instrument connected to erbe generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically after switching to the erbe generator. The system functionality was checked upon powering up. The system did not power on without errors.